Event description:
A report was received that a patient's lead was close to eroding through the skin at the incision site. The patient underwent a lead revision procedure and is reportedly, doing well following the procedure.

Manufacturer narrative:
This is the final report.